Manufacturer narrative:
Analysis could not perform pre-repair temperature test. Handpiece was not working. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated during the procedure. There was no patient impact.